Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer states that: "there is a problem with fluoroscopy during an examination. The fluoroscopy is working intermittently".